Event description:
Physician reported occurrence of intradural mass. Pt was receiving mso4 at mg/day. The pt presented with symptoms of cord compression including recent escalation of intraspinal medication dose, band like or radicular pain and episodes of bowel and bladder incontinence. A lumbar myelogram with CT scan was reported as ordered but results not provided. The mass was removed in 2000 and at that time the distal end of the catheter was trimmed. The mass frozen section indicated a "benign-appearing fibrotic reaction". The operative procedure revealed a "very hard, firm infiltrating mass which was infiltrating the dura dorsally and to the right and infiltrating the spinal cord approximately at midline and to the right". No pt outcome was provided with this report.